Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 08/14/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
"Customer reported: the reporting practice complained about around 10 pieces of sol care syringes. It was reported that the needles of the syringes break during drawing up and get stuck in the rubber. This has been happening for a long time, about once a month. The practice is experienced in using the syringes sent from alk and confirmed that no extreme force is exerted on the needle, which could cause it to break. The broken syringes were not used in patients."

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.